Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was returned for evaluation. It was reported that when the device was started up, a yellow caution mark on handle was found to be displayed on the monitor. The handle was returned to the charger and started up again, but the situation remained the same. An associated device issue could not be confirmed. Analysis of system logs shows multiple evidence of field programmable gate array (fpga) reset/reprogram failures. The manufacturing records for each device are also thoroughly reviewed prior to release to ensure that products meet all medtronic quality specifications. The most likely root cause could not be identified because no problem was detected with the device. The product analysis detected an additional condition that was not related to the reported issue. The investigation detected an unreported condition of fpga reset/reprogram failures. The most likely root cause for the additional condition is determined to be a result of a software error. When the fpga is unable to reset/reprogram, motor control is lost making the motor movements not possible. During initialization a motor test is performed. If the motor test fails, it results in a power handle error. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior a sub total gastrectomy, when the device was started up, a yellow caution mark on handle was found to be displayed on the monitor. The handle was returned to the charger and started up again, but the situation remained the same. Another device was used to complete the case. There was no patient involved.